Manufacturer narrative:
Concomitant medical devices: titanium shell armor 56/kk catalogue no# 00000004207; lot no# b234290. Therapy date: (B)(6) 2016. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on left side and experienced subluxation 9 years after implantation. The treatment given for the left side subluxation is unknown. The patient was finally revised 7 years after, in 2016 (event reported in (B)(4), 0009613350-2018-01070).

Manufacturer narrative:
No trend considering the following event is identified: dislocation. Event summary: it was reported that the patient, then aged 46, underwent a left total hip arthroplasty on sep 8, 1999 with following implants ref. 4347, ref. 4207, ref. 3461 and ref. 11.58.00.007. After approximately 10 years, the patient suffered an anterior subluxation on the left side for which he went for medical consultation on 09.04.2008. Review of received data no surgical reports of the left thr was received for the investigation. Legal document is reviewed. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: dislocation is probably due to the imperfect positioning of the components as it was indicated in the doctors comments. Conclusion summary: patient experienced an anterior subluxation of left thr after 9 years post-op. As it was indicated in the doctors comments, abnormal inclination angle of the cup is the most likely root cause for the dislocation. However, it is unknown at what point of time this change in the angle of the cup happened as there is no x-rays and surgical reports received. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). The following report is associated with this event: 0009613350-2018-01096.

Event description:
No change to previously reported event.